Event description:
It was reported the device did not work. The problem was verified. The internal parts of the motors were completely rusted, probably for incorrect decontamination. There is no patient information available.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.